Event description:
During forwarding through a prowler select+, cat. No. 606-s255fx, lt 13306150, the enterprise stent system got stuck within the first third of the micro catheter. The procedure was completed with another similar product. There was no pt injury reported with the event.

Manufacturer narrative:
Prior to utilizing the product in the pt, the temperature indicator was checked and confirmed that it was not black or dark grey. Prior to utilizing in the pt, the product was free of kinks, bends, or any other anomaly. When the product was removed from the package, the wire and introducer were held together to prevent stent movement. The tip of the guidewire was confirmed to be entirely within the introducer. The delivery wire was confirmed free of kinks and the introducer tip was undamaged. The tip of the delivery wire was not pre-shaped. The IFU guidelines were utilized to flush the system. During insertion into the microcatheter, it was confirmed that the enterprise introducer was seated all the way in the hub. No resistance was noted during the initial advancing of the delivery wire through the microcatheter hub. A constant and dedicated flush was maintained at all times through the microcatheter and tuohy borst. All the slack was removed from the products to allow passage of the delivery system through the microcatheter. The anatomy was not tortuous or heavily calcified. Prior and after using, the microcatheter was free of kinks, bends, or any other anomalies. But, other products did not go through the microcatheter. No add'l attempts will be made, since all available info has been provided. The product was received for analysis, but the assessment has not been completed. Add'l info will be submitted within 30 days upon receipt. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report# 1058196-2008-00024.